Event description:
Customer contacted on (B)(6) 2013 to inform us of a bactec blood culture vial breaking. The customer had recently rec'd a broken bactec vial from their central receiving area. The customer utilizes a pneumatic tube system to transport some specimens to the lab. The vials are generally wrapped in an "eggshell type foam" before they are put into the pneumatic tube system. On (B)(6) 2013, a tech was removing one of the bactec blood culture vials from a plastic bag when it cut through their glove and also cut the technician's hand. The bactec blood culture vial contained a known positive hiv pt blood sample. The lab tech went to the emergency room / occupational health and received basic firs aid for the injury and placed on preventative medications due to the blood exposure. No further treatment info was available or provided by the tech or laboratory.

Manufacturer narrative:
The utilization of a glass growth environment contributes to the performance of our bactec blood culture media. The durable glass bottle has a unique shape that contributes to the safety of the healthcare practitioner during specimen collection through utilization of our bd vacutainer blood collection products. In keeping with our focus on safety, we ask that a bactec bottle is always removed from the instrument in a direct horizontal motion without an upward or downward force. If a pneumatic tube system is utilized to transfer the bactec bottles from on location to another, the pneumatic tube holder (catalog # 445771) should be used to protect the bottles from potential impact. All of the bactec blood culture media have passed standard testing and release criteria. Bd bactec media are mfg in compliance with cgmp regulations and iso 9000 quality requirements. The sys and procedures involved in the MFR of bd bactec media are controlled from acquisition and approval of raw materials, through the mfg process, quality control testing and shipping of final product. Each product is prepared with approved components per approved master formula instructions. Equipment used in the mfg of bd bactec medial has been validated and is on a preventive maintenance schedule. The bd quality department visually inspected retention samples for any broken and/or cracked vials and obtained satisfactory results. A batch history review was also satisfactory and showed no evidence of the customers complaint. Complaint trending was performed. There is no trend on this type of defect noted. No further action will be taken at this time. Bd will continue to trend on this type of event.